Event description:
The customer contacted baxter's service center regarding a low drain volume (ldv) alarm which occurred on the homechoice (hc) during initial drain. The technical service representative (tsr) asked the troubleshooting questions. The home patient (hp) did not understand the tsr. The tsr asked the hp if they would like a translator. The hp stated "okay." The tsr asked the hp what language they speak. The hp stated spanish. The tsr conferenced the call with spanish translator (B)(6). The tsr asked the care giver (cg) to pull up and down on the lines that come out of the door. The hp gave the phone to the cg. The tsr asked the cg to pull up and down on the lines that come out of the door. The cg stated that the hc was alarming system initial drain. The tsr asked the cg to read the four digit number. The cg stated system error 2084/idrian. The cg stated they were opening the door. The tsr stated no, and the tsr asked the cg to pull up and down on the lines that come out of the door. The tsr had the cg close the clamps, disconnect the hp, and cycle the power. The hc alarmed system error 2265/initial drain. The tsr had the cg cycle the power again. The cg stated they needed to get another bag because one of the bags fell on the floor. The tsr stated the cg would have to start over with all new supplies. The hc went to "press go to start", and the cg pressed a button and stated that they took the set out. The tsr explained the hp would have to start over with all new supplies, and recommended the hp contact their registered nurse (rn) about the alarms. The tsr assisted with troubleshooting. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.product surveillance spoke with the hp on (B)(6) 2012 in spanish regarding the reported issues. The hp reported that the bag fell on the floor and disconnected so he had to start over with new supplies, once he started over everything went well and he was able to finish therapy. The hp stated that he did not see any defects in the bag or the cassette tubing that would have caused any connection issue or make the bag fall. The hp stated that the supplies were discarded and no lot numbers were available. The hp stated that he did not notify his rn of the incident. The hp stated that he was unaware of what caused the low drain volume alarm. It has not happened since then, therapy has been going well and the hp was currently using the machine with no issues. The hp stated that he had not noticed anything about the supplies that would have caused the alarm. In both incidents, per the hp he did not have any injury or harm as a result of this incident. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a report of a connection issue was confirmed. The root cause was "supply bag fell and disconnected". The label review found the labeling adequate for the use error in this complaint.